Manufacturer narrative:
A field service engineer (fse) went onsite for further evaluation. The fse attempted to power on the unit and confirmed the unit had not powered on while plugged into the alternating current (ac) power. The fse then replaced the power management board and confirmed the reported issue was resolved. The device passed required performance verification tests by philips standards and was returned to service.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the unit would not power on. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The remote service engineer (rse) suspected that the power management (pm) printed circuit board assembly (pcba) required a replacement. Onsite service is currently pending.